Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were feeling stimulation in the wrong location. The patient stated that they were getting pulsating stimulation that was not going to their bladder but was sitting in their left butt cheek. The patient noted that it felt like it went through their leg and foot as well. The patient stated that it was very painful and felt like a muscle machine even when it was turned down. The patient noted that they did not have a high pain tolerance and was in a lot of pain from the surgery procedure but had not noticed that pulsating issue until 2-3 days after. The patient indicated that they had worked with their healthcare professional (hcp) to change programs but that had not helped. The patient decreased the amplitude but this did not resolve the issue and the patient noted that they were still feeling it, it was still very painful. The patient noted that they had set up to meet with the hcp in (B)(6) and was advised to follow up with the hcp then. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.